Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of extreme abdominal discomfort with subsequent hospitalization for an unspecified hernia. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. The patient¿s hernia was pre-existing prior to the start of her pd therapy three months ago and the liberty select cycler use was unrelated to the cause of the hernia. The pd therapy itself most likely exacerbated the hernia resulting in the extreme abdominal discomfort. Based on the available information the liberty select cycler can be excluded as the cause of the hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in dwell 2 of 4 and wanted to know how to bypass due to feeling extreme discomfort in their belly. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) regarding extreme discomfort. Upon follow up, the patient stated disconnecting from the machine during treatment and calling the ambulance after the phone call to technical support. The patient was hospitalized due to a hernia. Upon additional follow up, the pdrn stated the patient was transported to the local emergency room (ER) via emergency medical services (ems) and admitted to the hospital. The pdrn could not confirm the date of admission. The patient was admitted for complications from a hernia (type and location unknown). The patient¿s hernia was pre-existing prior to the start of pd therapy three months before (date not provided) and the use of the liberty select cycler is unrelated to the cause of the hernia. The patient was discharged to home (unknown date) and met with the surgeon. A hernia repair surgery is scheduled for (B)(6) 2020. It could not be confirmed if the pd treatment has exacerbated the hernia, but the patient has not required any change in pd prescription at this time due to the hernia complications. The patient continues to complete pd therapy with a 2,000ml fill volume (number of exchanges not provided).